Event description:
It was reported that during a procedure after crossing the left coronary trunk of the circumflex, the multi-link 8 stent delivery system (sds) was advanced several times, but could not cross the lesion. The device was removed without reported issue and a 3.0 x 26 non-abbott device was used successfully in the procedure. It was noted that the procedure was prolonged due to the unsuccessful attempts to cross the lesion, but there was no reported adverse patient effect, and no intervention was performed. The procedure lasted about one hour and the delay was 20 minutes. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.